Manufacturer narrative:
Additional information: h3, h6. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it could be confirmed that phenomenon 1 (rear ac inlet unit is cracked and damaged) occurred. Since the condition of the subject device could not be thoroughly checked during investigation, we could not surmise a cause. A definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the maintenance unit exhibited issues with the power switch located at the front, which was functioning intermittently. Additionally, the ac inlet unit at the rear was found to be damaged, with a noticeable crack. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.